Event description:
It was reported that the pump was involved in an overdelivery of a heparin solution. The new 250 ml bag of heparin was hung at 1:45 am at 15 ml/hr. At approx 5:30 am the solution container was empty. The pt had an elevated ptt level. However observation was the only intervention. No medical or surgical intervention was required.